Manufacturer narrative:
Baxter received, and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the customer reported system error 345 alarm which was unable to be recreated during evaluation. A review of the event history log identified the presence of multiple 'system error 345' messages. The ultrasonic sensor was replaced to address this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). There was no patient involvement. No additional information is available.